Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 4194 left ventricular (lv) lead (B)(6) 2009. (B)(4).

Event description:
It was reported by remote transmission there is over sensing noted post sub threshold lead impedance measurement. The device remains in use. No patient complications were reported as a result of this event.